Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Abbott vascular made the decision to initiate a field action on 04/18/2019. Investigation is ongoing and not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Abbott vascular made the decision to initiate a field action for the mitraclip xtr clip delivery system (cds), related to unexpected clip opening. This action is being taken to provide advice regarding the instructions for use of the mitraclip xtr cds. This 3500a is being submitted for notification of the field action to the FDA.

Manufacturer narrative:
Internal file number (B)(4). There is no specific device reported for this event; therefore, a review of the lot history record could not be performed. Abbott vascular initiated a field safety notice on may 1, 2019, due to the inability to successfully deploy the clip due to confirmed or suspected hinge pins disengagement from the connector hole. The root cause for this issue was due to an overlap of two factors. One, over-inverting and aggressive maneuvers establishing final arm angle (faa) beyond the IFU. This resulted in higher than intended compressive forces applied to the clip. All mitraclip ntr, xtr, and predicate devices are impacted by the identified use condition. Second, a larger arm spread, resulting in a small population of xtr clips being susceptible to hinge pin disengagement when under excessive loads. Abbott vascular revised the instructions for establishing final arm angle and inverting the clip arms to prevent the unintended excessive force from being applied to the clip. Revised instructions for performing the steps: establish final arm angle and invert the clip arms were developed and provided herein. The revised instructions will be applied to the shared mitraclip xtr and ntr clip delivery system instructions for use. Additionally, abbott vascular is implementing additional measures to further mitigate instances of hinge pin disengagement and additional corrective actions, if any, will be determined per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Internal file number: (B)(4). Investigation is ongoing and not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, the following information is being provided: abbott submitted medwatch # 2024168-2019-03206 on april 23, 2019, with notification of the voluntary recall, (remedial action initiated) for events related to unexpected clip opening. Abbott recently received eleven reports of xtr clips unexpectedly opening and becoming nonfunctional resulting from unintended excessive force applied to the clip during implantation. Once the clip becomes nonfunctional, the inability to close and remove the device has led to surgery or additional intervention. To prevent unintended excessive force from being applied to the clip, abbott developed revised instructions for performing the steps establish final arm angle and invert the clip arms. The field safety notification (fsn) includes these revised instructions. Abbott will train all mitraclip implanters on the revised instructions.